Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
A getinge field service engineer (fse) reported that during pre-testing for a field safety corrective action he found that the connector on the front end board (where the ECG leads connect) is damaged and does not latch into place. The connection fits into place and the pump checks out within specifications. The fse gave the pump to the biomed to evaluate the board and repair the unit as getinge no longer supports cs100. No patient involvement or adverse event reported.

Manufacturer narrative:
This complaint is being closed due to insufficient information from the customer after three (3) good faith effort (gfe) attempts were made to obtain the relevant repair information. At this point no further details have been provided. If any additional information is provided in the future, a supplemental report will be submitted.

Event description:
A getinge field service engineer (fse) reported that during pre-testing for a field safety corrective action he found that the connector on the front end board (where the ECG leads connect) is damaged and does not latch into place. The connection fits into place and the pump checks out within specifications. The fse gave the pump to the biomed to evaluate the board and repair the unit as getinge no longer supports cs100. No patient involvement or adverse event reported.